Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. .

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the large clip applier instrument would not close completely to deploy the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The instrument remained static. The customer used a backup clip applier to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and operated on an in-house system. It successfully passed the recognition, engagement, and clip tests, demonstrating intuitive movement with a full range of motion in all directions. The grips functioned properly, and no issues were observed with clip attachment or clamping. The instrument was fully functional. Reported issues related to instrument errors or complications, where no underlying product defect was identified, may be attributed to customer-related factors, including misuse of the product or recognition errors. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.